Event description:
The customer reported that a falsely elevated enzymatic carbonate (eco2) result was obtained on a patient sample on a dimension exl 200 integrated chemistry system. The erroneous patient result was not reported to the physician. The sample was reprocessed on original system. The repeat result recovered lower than the erroneous result and was within the reference range. The repeat result was considered correct and reported to the physician. There are no known reports of patient intervention or adverse health consequences due to the falsely elevated eco2 result.

Manufacturer narrative:
A united states (us) customer contacted a siemens customer care center (ccc) and reported that a falsely elevated enzymatic carbonate (eco2) result was obtained on a patient sample on a dimension exl 200 integrated chemistry system. Calibration was acceptable at the time of patient sample processing and abnormal assay flags were observed on quality control (qc). Review of the instrument data revealed a foaming issue. A siemens customer service engineer (cse) was dispatched to the customer's site. During the visit, the cse performed a precision study, which recovered acceptably. The cse replaced the reagent lid cover and sample drain and checked the sample and reagent (r1) probe tip. Then, the cse replaced the r1 transducer, r1 and r2 drain fittings, and heterogeneous module (hm) waste tubing, verified that the r1 probe was centered in the cuvette, and ensured the cuvette film height was set correctly with a 3mm gap at the bottom. The cse ran a system check and qc, which recovered acceptably. Then, the cse recalibrated eco2 and ran a precision test, which recovered acceptably. The cause of the event is unknown. The instrument is performing according to specifications.

Manufacturer narrative:
Siemens filed the initial MDR 2517506-2024-00246 on 02-oct-2024. Additional information (07-oct-2024): siemens reviewed the instrument data and ruled out reagent issues as quality control (qc) recovered within acceptable ranges on the day of the event. Siemens evaluated the event and determined that the bad mixer, drain fittings and tubing, which were corrected by the service activities performed by the customer service engineer (cse) described in the initial report, potentially contributed to the falsely elevated enzymatic carbonate (eco2) results. The investigation conclusions code in section h6 was updated to reflect the additional information. The instrument is performing according to specifications. No further evaluation of this device is required.